Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a blank screen problem during setup on the liberty cycler. The fresenius technical support representative issued a replacement cycler to resolve the problem, advised to discontinue using the machine, and contact the peritoneal dialysis registered nurse (pdrn) to inform of replacement. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that the patient was able to complete treatment manually. No patient adverse effects were experienced, and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a blank screen problem during setup on the liberty cycler. The fresenius technical support representative issued a replacement cycler to resolve the problem, advised to discontinue using the machine, and contact the peritoneal dialysis registered nurse (pdrn) to inform of replacement. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that the patient was able to complete treatment manually. No patient adverse effects were experienced, and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.